Manufacturer narrative:
The device was not returned to resmed. A resmed product specialist troubleshot the device alarm over the phone. The customer was informed and educated with possible causes and remedies of system fault 101. Resmed has attempted to contact the customer for further diagnosis of the device fault but has been unable to contact the customer. (B)(4)

Event description:
It was reported to resmed that an astral device displayed a system fault message. There was no patient injury reported as a result of this incident.